Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for compressor/distractor rack was conducted identifying that lot number gm4059401 was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 3, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper3d compressor/distractor (p/n: 286740020, lot #: gm4059401) was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: the device was functionally tested, it was noted that the pinion gear and ratcheting mechanism was functioning properly at both distractor (d) and compressor(c) positions of the switch hex but the one of the rotational locking screw was rotating freely and not able to lock the pivoting sleeve. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper3d - compressor / distractor assembly. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the viper3d compressor/distractor (p/n: 286740020, lot #: gm4059401). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, two (2) viper3d compressors broke. There was no patient consequence. There was no surgical delay. The procedure was successfully using another clamp. This report is for one (1) viper3d compressor/distractor. This is report 2 of 2 for (B)(4).